Event description:
Additional information provided the patient underwent ipg replacement on (B)(6) 2019. Therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. The patient stopped charging ipg approximately 3 months after weight loss surgery. Reportedly, the patient experienced weight loss and last had therapy approximately 6 months ago. The patient last successfully charged the ipg approximately 7 months ago. As a result, the patient is awaiting surgical intervention.